Event description:
Vns pt had passed away. The pt was reportedly found dead in their bed. The pt was reportedly receiving vns therapy at the time of death. Autopsy reportedly did not reveal the cause of death. Neurologist indicated that they suspected sudep (sudden unexplained death in epilepsy) as the cause of death. The pt had reportedly experienced a >50% reduction in seizures with the vns therapy.